Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the 8110 failing pressure sensor, which was not identified during the customer call. The tech support recommended running a calibration on the unit. If it fails to replace the sensors and if the problems continue, then it is recommended replacing the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 failing pressure sensor. There was no patient involvement.